Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ypnj, implanted: (B)(6) 2015, product type :lead. (B)(4).

Event description:
The patient reported feeling stimulation too high since the day prior to this report. She was doing a lot. The patient was aided in lowering stimulation in program 1 to 0.90 volts, but she couldn&#62752;feel it. She then raised it back to 1.0 volts. She was more comfortable. The sensation was noted to be between her tailbone. Additional information received from the patient reported that she was feeling uncomfortable stimulation. This was related to positional movements. Decreasing stimulation eliminated the uncomfortable stimulation. The patient had experienced tightening of the chest and a shortness of breath. This was noted to be sudden. It was then reported that she had too much stimulation when she would sit down since the day prior to this report but it was doing fine at the time of the call. She wasn't&#62752;feeling the palpations. She had experienced a shortness of breath and a tightening of the chest ever since stimulation had been changed to a lower setting. The patient was maybe going to go to the emergency room. Additional information received via the consumer reported there was medication given by the nurse. The nurse thought it may have came from the pain. The medical problem (shortness of breath and tightness in chest) was resolved the same day. It was noted steps taken to resolve the shortness of breath and tightness in chest was "nitroglycerin and extended recovery time is short term oxygen rest at home." The patient's indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.